Event description:
The customer reported via email that the insulin pump had frequent battery changes. Customer stated that the pump was rejecting new batteries. Customer had to restart and rewind the pump several times. Customer stated there was a crack at the battery casing and condensation inside the screen. Customer also had unexplained no delivery alerts.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.